Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred. Then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure indication and essure implant date and explant date added. Events- general abnormal bleeding, abdominal pain, dyspareunia (painful sexual intercourse) and psych injury were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.